Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. A 5f non bsc sheath was used. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, the 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. No segment of the balloon was detached after it ruptured. The device was exchanged to 2x2 coyote es balloon catheter which was inflated at 14 atmospheres and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with no other devices. The catheter was inspected tactilely and visually. There was blood in the inflation lumen. Microscopic examination of the balloon did not reveal any damage or tears. The catheter was soaked in a warm water bath to loosen the blood and contrast prior to functional testing. Functional testing was performed using an inflation device filled with water connected to the inflation port; the device was inflated to 14atm. No balloon leak was noted, however, a stream of water emitted from the exit notch indicating an inner leak. The catheter shaft was inspected under magnification; inner shaft damage was found 23cm from the distal tip. The inner shaft damage likely compromised balloon inflation. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. A 5f non bsc sheath was used. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior tibial artery. After a non bsc guide wire crossed the lesion, the 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. No segment of the balloon was detached after it ruptured. The device was exchanged to 2x2 coyote es balloon catheter which was inflated at 14 atmospheres and the procedure was completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).